Event description:
The customer reported that the navigation ring was not responding. There was no patient involvement when the issue occurred. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution name: yagami co.,ltd. Yagami home health center hamamatsu nagoya. Reporting institution phone: 052-251-6670.

Manufacturer narrative:
H10: the field service engineer confirmed the nav-ring failure. The phenomenon occurred repeatedly when the setting change screen entered and then the settings attempted to be changed. The touchscreen remained functional. No jumps in settings were observed. The front bezel equipped with the navigation ring was replaced and the phenomenon was resolved. The information provided by the evaluation determined the device failed to meet specifications. Following the repair, the device was returned to the customer to be placed back into service. Previous investigation have shown that liquid ingress due to the variability of the assembly process can cause the navigation ring to fail.

Manufacturer narrative:
The bezel assembly was tested, the failure was not confirmed. Pil (product investigation lab) found navigation-ring adjust settings up and down. Power, battery, and alarm led¿s (light emitting diode) function. The accept button functions as designed. The power will shut down using the power button and touch screen. Also using power button and accept button. No issues were found with the bezel.